Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 8.9mmol/l. The customer stated that the drive support cap beside mini-med sticker is popping out. Customer was advised by the doctor to call medtronic global report the damage. Customer was advised that the battery cap is already worn. Customer was advised to remain disconnected from the pump and to revert to backup plan. Customer pump is already out of warranty advised that someone from medtronic sales department will contact him.